Event description:
It was reported that during a surgical procedure the resident did not use the handle on the passer/carrier. The resident pulled on the passer and the device snapped at the intersection above where the carriers are and needed to be surgically removed. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).